Event description:
It was reported that during an unk procedure the tissue pad melted on the first device. The blade broke on the second device. A third device was pulled and the case was completed with no pt consequence. Only one device will be returned.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.